Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24240. The patient underwent a procedure for a permanent scs system. It was reported when the physician attempted to place the leads, a cerebrospinal fluid (csf) leakage puncture occurred. After the leads were placed x-rays were taken but the physician believed the lead placement was incorrect. The leads were repositioned and further x-rays indicated lead placement was appropriate. However, the patient experienced over stimulation during intra operative programming. The leads were removed and the procedure abandoned. Postoperative, the patient experienced a headache and was treated with intravenous fluids. The patient's headache subsequently resolved.